Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Patient presented for a patient meeting to adjust programming to cover more of right leg. Upon impedance check. Finding of one red x to electrode 10 (right lead); value unknown. This electrode was not previously being used and was not used on reprogramming. Patient was satisfied with reprogramming as it covered painful areas (not using electrode with high impedance). The cause of the high impedance was not known. Connection check shows red x at electrode 10. Impedance check shows red x at electrodes 10 and 12. Patient states he falls frequently and fell a few days ago. Patient poor historian regarding dates and times. Patient reprogrammed with traditional stimulation. All painful areas covered. Dr. Made aware. Additional information was received from the rep. It was reported that they met with the patient today as patient stated his pain coverage has recently changed. Patient is a poor historian but does endorse frequent falls. Upon impedance check, multiple red xs to right lead electrodes 9, 10, 11, 12, 13, 14, 15. All values of 40,000. Imaging showing lead migration of both leads down 1/2 of a vertebral body. Right lead not used during reprogramming. Patient was reprogrammed with ld programming using intact electrodes. Patient reports all painful areas are covered with reprogramming. Physician present during imaging and notified following reprogramming.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4) implanted: (B)(6). Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4) ubd: 23-aug-2025, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4) ubd: 23-aug-2025, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.